Event description:
It was reported that when the asymptomatic patient presented a remote transmission, non-sustained lead noise due to post-paced t-wave oversensing was noted on a stored egm. Programming changes and induction test were recommended.

Manufacturer narrative:
Not returned. (B)(4).